Manufacturer narrative:
The customer¿s report of tubing set developing a balloon in the silicone segment was confirmed per photo received. Photo provided shows a bulge/balloon in the silicone segment tubing near the upper portion of the upper fitment. The root cause for this event could not be determined.

Event description:
It was reported that the tubing set developed a balloon in the silicone segment a few months ago.

Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded, however a picture of the affected tubing set has been received. For review. A follow up report will be submitted with photo review results.

Event description:
It was reported that the tubing set developed a balloon in the silicone segment a few months ago.